Event description:
The manufacturer received information in relation to a dreamstation auto CPAP device. The patient has alleged kidney disease/toxicity and liver disease/toxicity. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed scratched lcd screen and damaged buttons on upper enclosure during the device evaluation. There was no evidence of visible foam particles. The device was repaired.